Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on and was showing blank display. Customer stated that the display was not blank less than thirty seconds and did not return. Insert battery alarm was not displayed on the insulin pump screen. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Customer returned insulin pump for an alleged blank display found on june19, 2022. The insulin pump passed the displacement test, active current test, and self test. Insulin pump failed sleep current test due to moisture found on electrical board 1. No blank display noted during testing. Successfully downloaded history files and traces using thus. No unexpected alarms or alerts found during testing. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. Insulin pump was cut open to perform visual inspection and found moisture damage¿on the electrical board 1. No moisture damage found on electrical board 2, motor, or force sensor.¿the following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, end cap address label fading, and pillowing keypad overlay. Blank display was not observed during analysis and passed displacement test, active current test, and self test. Blank display not confirmed. High sleep current due to moisture found on electrical board 1.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.